Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The microcatheter was returned for analysis. The outer tubing and inner wire were found stretched and accordion with necking damage. Approximately 27.0cm of the microcatheter distal inner tubing and inner wire were found missing. The outer tubing material at the distal separated end exhibited jagged edges. Due to the damaged condition of the microcatheter, no for further testing could be done. The separated microcatheter distal segment was found wrapped around the thrombectomy device pushwire and the device. No issues were found with the thrombectomy device. The reports of catheter separation were confirmed. The microcatheter was returned separated in two segments. It is possible that the vessel tortuosity may have contributed to the reported, subsequently causing the catheter to become damaged and separated. The damages seen on the catheter body show evidence there was excessive force used. Per the microcatheter¿s instructions for use (IFU): never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter or the vessel.

Event description:
Medtronic received report that during a mechanical thrombolysis procedure, there was report of difficulty maneuvering of the microcatheter. After removal of the microcatheter, the distal tip was noticed to be damaged and the catheter was broken. The thrombectomy device was attempted to be removed from the microcatheter. However, the damaged tip prevented removal of the thrombectomy device. New devices were selected and used to treated the patient. The vessel was successfully revascularize. The anatomy was medium in tortuosity, and medium size in diameter. No patient injury was reported to have occurred.